Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button. The customer's blood glucose level was unknown. Customer reported that the act button was unresponsive and need to press hard to get response. Customer reported that screen was difficult to see. Customer reported that they were not getting insulin and insulin pump had rejected new batteries. The insulin pump will not be returned for analysis.